Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, liver disease, lung disease, reduce cardiopulmonary reserve. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, liver disease, lung disease, reduce cardiopulmonary reserve. Correction to the previous report. Previously this report was sent as a product problem. But the pms clinical expert reviewed this notification due to patient has liver disease, lung disease, and reduced cardiopulmonary reserve, this report should report as serious injury. Mandatory section has been corrected.